Event description:
It was reported that the pt was re-implanted on (B)(6) 2015, due to bad performance with the concerned device.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient was re-implanted on (B)(6) 2015, due to bad performance with the concerned device. As per the device explantation report form, the implant housing was found slightly rocked.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.